Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The harmonic ace instrument was found to have a blade broken. The blade broke at roughly .19¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the tip of the harmonic ace broke. There was no report of fragments falling inside the patient. The procedure was completed with no reported injury.